Event description:
It was reported that a cartridge alarm occurred during insulin delivery. Customer reverted to an alternate method of insulin therapy. The customer's blood glucose (bg) level was displayed as "high"; no specific value was provided. Customer administered a manual injection to address bg.